Event description:
Pt was placed on nxstage continuous renal replacement therapy machine for treatment of acute renal failure - secondary to multi system organ dysfunction-. Subsequent to initiation of the therapy, the nurses noticed that the effluent fluid was red colored -may be a variety of colors, but should not be pink or red-. The physician was notified and the therapy was discontinued. The machine was taken out of service; the circuit was saved to share with the company for discussion and evaluation of the issue. The pt subsequently required the continues to require acute intermittent hemodialysis for treatment of his acute renal failure. Our concerns are twofold, twice on this pt blood was present in a part of the dialysis circuit that it should not be present, representing a potential failure or recurrent issue with the dialysis circuit. This circuit is from the same lot number as the lot number previously associated with a similar problem, and the company has been notified of the issue and it is being evaluated. The second concern is related to a product failure concern with the nxstage machine itself. A component of the machine is a blood leak detector. The blood leak detector is supposed to evaluate the effluent continuously for the presence of microscopic quantities of blood. Detection of blood should result in an audible alarm as well as the machine to stop working until the problem is appropriately addressed -usually by changing out the dialysis circuit-. In this case that did not happen with either the original or subsequent circuits. Both of these circuits demonstrated visible blood in the effluent. This is the second time this has occurred within a 10 day time span. The previous issue was reported in a separate medwatch report. We contacted the company about each of these concerns. They are sending us new circuits from a different lot number in an attempt to address the potential problem with the circuits themselves. We have identified the specific machine that was involved, and it will be shipped back to the MFR for eval. With regards to assessing other equipment of the same MFR and function, we have identified a process for immediately removing the equipment from use if a similar problem is identified. We requested that the company check the competence of the blood leak detector in each of the add'l machines within our hosp, and they assured us that the machine performs a self-check daily and at initiation of therapy. We will continue to monitor this closely and report to the MFR and the FDA any add'l problems of this type.